Event description:
Breast implant illness (more than 40 symptoms including hair loss, anxiety, depression, food allergies, hormones disrupted, skin allergies, chronic exhaustion, etc). High prolactin levels, fatty liver. Euro silicone. FDA safety report ID # (B)(4).